Event description:
The manufacturer received information alleging that the device has leak. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The b3 section of the previous submitted reported was incorrect. It should be 09/07/2022 instead of 09/17/2022.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging ventilator device has leak. There was no harm or injury reported. The device was returned by the customer to manufacturer service centre. The device software was upgraded, and the unit passed the final repair test.